Event description:
It was reported that during a pta treatment procedure, deployment difficulties were encountered. The wallstent uni 12mm/90mm/160cm was being used to treat a stenosis of the iliac artery, but the stent didn't expand fully at the end. The pt was sent for surgical intervention. No pt injuries or complications were reported. Pt status is reported as 'good'.